Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, patient fell fracturing his femur around a osteolock stem with a securfit cup with a constrained liner. The constrained liner locking ring broke causing the implant to dislocate. A revision surgery was required on (B)(6) 2012. The constrained liner was removed and replaced with a 10 degree 32mm ID series 2 liner.